Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from our affiliate in (B)(6) , during a 29mm sapien 3 case by transfemoral approach in aortic position, there were difficulties advancing the delivery system with the crimped valve through the esheath. During the beginning of valve inflation, a tear in the balloon was noted. It was impossible to inflate the valve. The leak came from the end of the blue part of the balloon catheter. The system was removed as a whole unit and a new sapien 3 valve was prepared with a good result. The patient outcome was good. As per medical opinion, the root cause of the event was the difficulty to progress in the esheath and it is believed that the balloon was damaged at this point.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The 29mm commander delivery system was returned in the packaging position, locked, with 3/4 fine adjust and no flex in use. The loader cap was over the flex shaft and a 3-way stopcock was attached to balloon port. Due to the nature of the complaint, no functional testing was able to be performed. The complaint for balloon leakage was confirmed through visual inspection. Visual inspection of the returned device was performed and the following was observed: 'j-hook' balloon burst radially and longitudinally. All measurements taken along the edge of the burst balloon met specification. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon leakage was confirmed on visual inspection of the returned device. The complaint of difficulty withdrawing system with valve through sheath was unable to be confirmed as the valve was not returned. Investigation of the device and complaint history revealed no indication that a manufacturing nonconformance contributed to the event. A review of IFU/training materials also revealed no deficiencies. As reported, 'during the beginning of valve inflation, a tear in the balloon was noted. It was impossible to inflate the valve. Many difficulties to progress in the esheath and doctor thinks the balloon damaged at this point.' It is possible the device was excessively manipulated to counter the resistance experienced during advancement, contributing to the balloon damage and inability to deploy. However, as the device was returned with the balloon unpleated and burst and it is unknown whether the device was manipulated on the back table post-procedure, a definite root cause is unable to be determined. Patient factors such as calcification and tortuosity can also contribute to balloon damage however, patient information or imagery was not provided. As reported, 'there were withdrawal difficulties.' Due to the balloon damage, it possible the balloon/valve profile were altered, contributing to withdrawal difficulties during the attempted retrieval of the device. However, because the valve and sheath were not returned, a definite root cause is unable to be determined. Available information suggests procedural (excessive manipulation/withdrawal of torn balloon and crimped valve) factors may have contributed to the complaint events. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment (pra) is required at this time.